Event description:
A medtronic rep reported the fault light on the camera came on in the middle of a tumor resection. Surgeon opted to discontinue use of navigation. There was no impact on the pt outcome reported.

Manufacturer narrative:
No parts of files have been returned for eval as of the date of this report.